Manufacturer narrative:
The pump was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission, 10/03/2014. The initial report erroneously identified the pump as the object of complaint. It has been determined that the object of complaint is against the infusion set for which animas does not manufacture and has no reporting responsibility. Animas will forward the information to the appropriate manufacturer. There is no complaint against the pump, therefore, no further analysis or supplemental report will be forthcoming.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.